Event description:
It was reported that the burr became stuck with the rotawire. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 1.25mm rotalink plus was selected for use. During the procedure, when the physician pulled back the rotaburr, it was noted that the burr became stuck with the wire luminal and cannot be pulled out. The entire system was removed from the patient. The procedure was completed with another of same device. No further complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. Functional testing was initially performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the proximal end of the wire. In order to determine the functionality of the rotablator device, additional testing was performed using a test rotawire. The test rotawire was able to be fully inserted and removed from the rotablator device with no resistance or issues. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck with the rotawire. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 1.25mm rotalink plus was selected for use. During the procedure, when the physician pulled back the rotaburr, it was noted that the burr became stuck with the wire luminal and cannot be pulled out. The entire system was removed from the patient. The procedure was completed with another of same device. No further complications were reported and patient was stable post procedure.